Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranged from 40-42 mg/dl. Low bg cause was not known for one event; however, another event was due to not consuming as much food for the intended amount of bolus delivered. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.